Event description:
It was reported the customer had frequent battery change on her insulin pump. She also stated she had to restart her insulin pump to complete her rewind several times. The customer also stated her backlight does not work. She also reported unexplained no delivery alarms. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).